Manufacturer narrative:
The product has been returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that a lead revision procedure was performed due to high, out-of-range pacing impedance measurements on the right atrial (ra) lead and non-physiologic noise on the right ventricular (rv) lead. The ra lead was found to have insulation damage with exposed conductor coils. No obvious damage was observed on the rv lead. Both leads were cut and the proximal segments were intended to be returned for analysis. The current device was also explanted and replaced, and a new, non-boston scientific rv lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that a lead revision procedure was performed due to high, out-of-range pacing impedance measurements on the right atrial (ra) lead and non-physiologic noise on the right ventricular (rv) lead. The ra lead was found to have insulation damage with exposed conductor coils. No obvious damage was observed on the rv lead. Both leads were cut and the proximal segments were intended to be returned for analysis. The current device was also explanted and replaced, and a new, non-boston scientific rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the ra lead segment was cut 15 cm from the terminal pin. The segment was electrically continuous and an x-ray confirmed there was no fracture. The insulation damage was explant-related, showing only cuts made from surgical tools. Laboratory analysis of the returned portion was not able to confirm the insulation damage with exposed conductor coils that was reported.